Manufacturer narrative:
(B)(4) the return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged. It was reported that the lead had slightly moved its position and could not be extracted without using a laser; thus, the physician opted to place another lead. Additional information obtained indicated that the lead dislodgement was confirmed through fluoroscopy. The lead was left in place and another lead was implanted with appropriate measurements and without any complications. The lead was surgically abandoned. No additional adverse patient effects were reported.